Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Eval summary: primary surgical notes have been provided and were incomplete. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact),a nd relevant medical history history are unk. Adherence to rehabilitation protocol is unk. X-rays were provided and show that there was a healed femoral fracture that was causing the femur to be bowed medally and the stem was positioned laterally to the centerline of the femoral canal. This positioning may be contributing to the left hip pain. The x-rays also show that there had been 2 screws that had been left in the femur along the path of the stem. There broken screws may also be contributing to the left hip pain. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.